Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Humeral cup would not lock into humeral stem. Surgeon had to cement the liner into the stem due to locking failure, resulting in a 60- min surgical delay. (Left side).